Manufacturer narrative:
No patient sample or customer product was returned to immucor for immucor investigation. An immucor field service engineer (fse) visited the customer site on (B)(6) 2015 to investigate the instrument. The fse replaced the 100ul syringe and adjusted the probe sensor connection to the probe. The instrument was then subsequently operating as expected.

Event description:
On (B)(6) 2015, a customer reported obtaining unexpected negative antibody screen results on the galileo echo.